Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with a preface® guiding sheath with multipurpose curve and the brim cap detached. At the end of the procedure when they removed the catheter slowly and without deflection, the white cap on the hub of the preface® guiding sheath with multipurpose curve came off. Some blood was lost. They did not need to replace the preface® guiding sheath with multipurpose curve because they were completed with the procedure. There was no patient consequence reported. Additional information was received. The brim cap was the section that broke/separated. The brim cap came off with the catheter when it was withdrawn from the sheath at the end of the case. The hemostatic valve did not dislodge outside the hub, just the brim cap. The sheath was being used on the patient. Air did not enter the patient¿s body. Minimal blood loss was noted, but the sheath was removed and the groin was closed with a closure device since it was the end of the procedure. No treatment was required. The approximate volume of blood that was lost was -10cc. The event was assessed as MDR reportable for a brim cap detachment.

Manufacturer narrative:
The investigation was completed on (B)(6)2022. It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with a preface® guiding sheath with multipurpose curve and the brim cap detached. At the end of the procedure when they removed the catheter slowly and without deflection, the white cap on the hub of the preface® guiding sheath with multipurpose curve came off. Some blood was lost. They did not need to replace the preface® guiding sheath with multipurpose curve because they were completed with the procedure. There was no patient consequence reported. An analysis was performed on the pictures that were provided by the customer. According to pictures provided by the customer, the brim cap was not attached to the hub. The customer complaint was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The product was returned to biosense webster for evaluation and it was sent to cardinal health for further investigation. Visual analysis of the returned sample revealed that the brim cap was not attached to the hub; however, it was not returned for evaluation. Also, a kink/bent condition was noted on the cannula. The dimensional analysis was found within the specifications. A device history record review was performed and no internal actions related to the reported complaint were identified. The complaint reported by the customer as ¿hemostasis valve/hub ¿ separated - during use¿ was confirmed since the brim cap was not received attached to the rest of the hub; however, the brim cap was not returned for evaluation, the hub was thoroughly inspected, and no anomalies were noted, according to the event reported, the event was completed and when the unit was being retired from the patient, the brim cap came off. Thus, procedural factors and /or handling process may contribute to this issue; however, the exact cause of the conditions found could not be conclusively determined during the analysis. The cannula was observed kinked/bent, dimensional analysis was performed on the cannula for inner diameter (ID) and outer diameter (od) near the damage and it was found within specification. Neither phr review nor the product evaluation results suggest that the failure reported is related to the manufacturing process. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings: appropriate term/code not available (c22)/ investigation conclusions: cause not established (d15) were selected as related to the customer¿s picture provided. -investigation findings: fracture problem (c070603) / investigation conclusions: cause not established (d15) / component code: cap (g04020) were selected as related to the customer¿s reported brim cap detached issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).